Event description:
The customer reported their ER acuity system was frozen and unresponsive. Welch allyn technical support remotely assisted the customer in rebooting their cpu and monitoring was restored. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
Welch allyn factory service confirmed a defective hard disk drive. Hard disk drives are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure.